Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed four pimples on his back under the therapy electrode pads. The patient reported that a nurse checks on the skin condition, cleans the patient's back with alcohol wipes daily, and uses cortisone cream on the pimples so they don't itchy. The patient reported that the treatment was helping.